Manufacturer narrative:
H3, h6: the product has not been returned to the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. Visual inspection: visual inspection was unable to be performed because the device has not been received for evaluation. The complaint does not allege any injury nor a delay in surgery. As the device has not been returned for evaluation, it could not be determined whether the device contributed to the reported event. As the device has not been returned for evaluation, a definitive root cause could not be determined. The slotted mallet is a reusable instrument expected to be used across multiple surgeries. The mallet features a face made of acetal plastic and is used to impact other devices to assist with insertion or removal during surgery. Potential causes for the reported instrument breakage include incorrect surgical technique and normal wear and tear. The mallet may have been subjected to excessive force during impaction. Alternatively, the failure may be the result of wear on the instrument due to normal use as the instrument is reusable. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tsa surgery, the plastic piece one (1) slotted mallet broke and flied off while in use. The procedure was resumed, without any delay, using a competitor device. Patient was not injured as consequence of this problem.